Event description:
The patient reported that about 6 years ago she experienced the infusion set tubing separating. The patient reported that the separation was due to extreme physical activity. The patient reported that she has had elevated blood glucose values (300-400 mg/dl) recently and was inquiring if the elevated blood glucose values could be attributed to the infusion set recall. The patient stated that she had not experienced any separation of the infusion set tubing (other than the event that occurred 6 years ago). The patient reported that when she experiences the elevated blood glucose values, she will administer a bolus to reduce her blood glucose values. She reported when she experiences elevated blood glucose values she exhibits thirst and is grumpy. No medical treatment was reported. No product is being returned. The patient was educated about the infusion set recall.

Manufacturer narrative:
H6: product not returned for evaluation. Issue described to agency in the recall.